Manufacturer narrative:
A second catalog number and two potential lot numbers were provided as samples for investigation. The information for these lot numbers is as follows: medical device catalog #: 305757, medical device lot #: 5231206, medical device expiration date: 08/31/2020, medical device manufacture date: 08/19/2015. Medical device catalog #: 305757, medical device lot #: 5261112, medical device expiration date: 09/30/2020, medical device manufacture date: 09/18/2015. Device evaluation: results: the customer did not return the actual samples nor samples from the same lot. However, the customer returned representative (six- 3 from each lot) samples for bd eclipse¿ 30g ½ needle in sealed blisterpack (cat#305757. Lot# 5231206 and 5261112) which are similar product to 305778. Two samples (one from each lot) were tested and no issues were observed. The safety mechanisms activated properly. A review of the device history records revealed no irregularities during the manufacture of the lot numbers 5231206 and 5261112. A manufacturing review revealed that the reported defect was not affected by pm, calibration, or equipment. Conclusion: an absolute root cause for this incident cannot be determined. However, as previously reported, CAPA (B)(4) was initiated to address safety shield disengagement.

Manufacturer narrative:
Although it was initially reported that a sample was available, a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after a nurse had used a 30 g x 1/2 in. Bd eclipse 1 ml bd luer-lok syringe with detachable needle, she activated the safety mechanism, heard a click and thought the needle was covered; however, the needle was not covered by the safety mechanism and the nurse obtained a needle stick injury from the used device. The nurse received post exposure lab work, results of which are unavailable. No additional medical interventions or prophylaxis was provided.